Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The sureform 60 stapler instrument was analyzed and found to have the snake wrist cover torn. The tears measured roughly 0.287" to 0.296". Visual inspection displayed no signs of missing fragments. The event was caused partially or wholly by the user of the device, including sample handling. The probable root cause of the torn snake wrist cover was attributed to the user.

Event description:
It was reported that the sureform 60 stapler instrument had a broken wrist and the sheath was torn. The damage was noticed when taking out the instrument out of the package prior to case. There was no report of patient involvement.